Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Medwatch fields have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on cobas e411 disk serial number (B)(6). The sample initially resulted in a troponin t value of 43 ng/l and this value was reported outside of the laboratory to the doctor. A second sample was collected from the patient an hour later and it resulted in a troponin t value of 5 ng/l. As the results did not match the clinical picture of the patient, the complained sample was then repeated, resulting in a value of 6 ng/l.

Manufacturer narrative:
The field service engineer adjusted the voltage monitor and probe position. The pinch valve tubes were replaced. A valve was removed and showed signs of a previous dried leak. H3 other text : na.